Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative concerning patient with implantable neurostimulator (ins) for unknown indication. It was reported the patient¿s implant was removed (B)(6) 2018, because the battery was uncomfortable, and the patient did not want it anymore. The representative did not know when the issue started nor when the patient had the implant. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient¿s device was explanted because they no longer wanted it implanted. It is unknown if the patient¿s discomfort has been resolved. Diagnostics performed related to the event were unknown. Patient weight was unknown. The explanted device will not be returned for analysis. No further complications were reported or anticipated.